Manufacturer narrative:
Unit passed the displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime or compromised forced sensor system test and excessive no delivery test due to motor error alarm during basic occlusion test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.